Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: hwc. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal femoral nail antirotation is broken postoperatively. The explant date is unknown/ will need reoperation. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Explant date: date unknown. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading of the 5 x-rays was conducted by a medical director from this manufacturer. The following was reported from the review: I can confirm it was a proximal femur fracture fixed with cephalomedullary nail implant. Nail implant breakage can be observed from the images dated on ¿28.05.2014.¿

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that based on the topography of the fracture surfaces, we can conclude that the nail was subjected to moderate dynamic bending loads (two sided). Constantly alternating bending loads / load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the nail. The nail could not resist the applied force which finally led to the material overload / fatigue failure. The fragment could be matched positive to the spiral blade. Both the material and the shape of the fragment correlate to the mechanical damage of the helix-shaped blade. Most likely this damage was caused when the spiral blade was inserted with slight tilt in relation to the accommodating hole in the nail. We found no evidence of material or manufacturing defects. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.